Event description:
It was later reported that the patient was in the cardiovascular intensive care unit (cvicu) post operatively on day 7. There was concern for thrombosis with significantly elevated liver function tests (lfts), lactate dehydrogenase (ldh) and lactic acid. Log files were sent for review. The event log file captured brief isolated low flow events on (B)(6) 2026 at 4:14:48 and 23:19:09. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The pump log files were unremarkable. On (B)(6) 2026 and (B)(6) 2026 the patient's flow dropped despite escalating rpms and chest x-ray showed worsening pulmonary edema. On (B)(6) 2026, patient underwent placement of a protek-duo right ventricular assist device with oxygenator. Over the following days, the patient experienced refractory atrial fibrillation with rapid ventricular response (rvr). Multiple cardioversion attempts failed and addressed significant spikes in lfts and lactate dehydrogenase. A transesophageal echocardiogram was performed on (B)(6) 2026 and showed an underfilled left ventricle which ventricular assist device speed was dropped. On (B)(6) 2026, the patient continued receiving continuous renal replacement therapy for volume management and albumin assisted boluses to maintain device flows. On (B)(6) 2026, the patient's lactate elevated and the following day, family decided to transition to comfort care and the patient passed away (B)(6) 2026.

Manufacturer narrative:
Section a4: patient weight was not provided. Section h6: due to system limitations, the following code was not included: 4567 - lactate dehydrogenase increased. Manufacturer's investigation conclusion: the reported suspected thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log file contained events from 15mar2026 through 19mar2026. Low flow hazard alarms were captured on (B)(6)2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, hepatic dysfunction, right heart failure, cardiac arrhythmia and renal failure, which may be associated with the use of heartmate 3 lvas. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and arrhythmia as potential late postimplant complications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.